Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received scs system on (B)(6) 2007. It was reported that the charger had difficulty maintaining communication with the scs ipg. The pt had significant weight loss since the implant and the pt had difficulty keeping the charging antenna over the ipg. A new antenna, charging spacer kit and belt were sent to the pt. No further info is available at this time.